Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event (high drain 101), but did not duplicate during pal evaluation. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The cause of the reported issue was determined to be insufficient drain due to use error; initial drain alarm setting was inappropriately programmed. The device met specification for the reported issue of iipv. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through a CAPA.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. A follow-up report will be filed should additional information become available.

Event description:
A customer contacted baxter's technical service center regarding an increased intra-peritoneal volume (iipv) issue that occurred while on the homechoice (hc) machine during drain 1. The home patient (hp) reported feeling overfull. The technical service representative (tsr) assisted the home patient (hp) to perform a manual drain of 6637ml. The hp wanted to continue with therapy for the night, but the tsr informed the hp that hc machine would need to be collected. The hp stated that he performed a manual fill of 2500ml before starting therapy and the fill volume (fv) on the hc machine is 2500ml. (Initial drain alarm = 0). The tsr arranged a swap of the machine. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Per the iipv callscript, the hp reported feeling overfilled. The hp filled with 2000 ml off cycler. The hp had symptoms at the time of call and was connected to the hc cycler. The largest prescribed fill volume (lpfv) was 2500ml. The hp was in active therapy. The drain volume of 6637ml is greater than 160% of the lpfv (2500ml). Therefore, the volumes reported do fulfilled the criteria of an iipv event. This is an iipv event. During a follow up with the hp's caregiver (cg) regarding the reported issue, it was revealed that the issue was resolved, but cg did not know the cause of the large drain volume. The cg was not aware of the initial drain amount and was not sure why the initial drain alarm was set to zero. The cg verified that the hp's overfill feeling disappeared upon draining. The cg stated that the hp was doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.